Event description:
Terumo received the following reported information: the involved tr band lost air. No blood loss was reported.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. E3: occupation: supply coordinator. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.